Event description:
It was reported that the wake button was not working. The customers' blood glucose (bg) was "high", however, a specific value was not provided. Reportedly the customer administered a correction bolus via the pump. Customer continued to use the pump for insulin therapy.